Event description:
It was reported that during implant attempt, as the doctor was placing the lead into the atrium, the suture sleeve got "sucked" into the vein, the doctor was able to snare the atrial lead, along with the sleeve and it was removed another lead was also attempted to be inserted by had deployment issues and was then replaced with another lead for implantation. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found and there were no defects or damage noted on visual inspection. Issue with lead could not be duplicated. Evaluation summary: (B) (4)no anomalies were found however, the visual inspectionrevealed all insulators were breached and the anchor sleeve was disengaged from the tubing.